Manufacturer narrative:
(B)(4).

Event description:
A report was received that patient had discomfort at the ipg site. The patient underwent a revision wherein the ipg was moved. The patient was doing well post operatively.